Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant"), embedded device ("right side ,the essure coil was noted in the myometrium coiled up, but not in the fallopian tube (per mr)"), device expulsion ("essure coils noted within the uterus (per mr)") and pregnancy with contraceptive device ("she had a urine pregnancy test today and the result was positive (per mr)/ pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included visual disturbances, sinus disorder, pneumonia, tuberculosis, constipation, vaginal infection, headache, multigravida, grand multiparity ((B)(6) 2012, (B)(6) 2013, (B)(6) 017, (B)(6) 2002, (B)(6) 2014, (B)(6) 2005, (B)(6) 2007) and miscarriage (1999.). Concurrent conditions included abdominal cramps, hyperparathyroidism, ovarian cyst, urinary tract infection (urinary tract infection in mother during first trimester of / unspecified infection of urinary tract in pregnancy, first trimester), skin laceration, syncope, headache, chills, heart racing, low bp, consciousness loss, dizziness, fainting and menorrhagia. Concomitant products included ferrous sulfate, metronidazole benzoate (flagyl) and terconazole (terazol). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair, lysis of a and operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the device dislocation, embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device expulsion, embedded device and pregnancy with contraceptive device with essure. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepency:- insertion date-(B)(6) 2013 and 30 october 2013 removal d(B)(6) ate : as per mr : (B)(6) 2017 operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair, lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 17-jan-2013: result: positive. Concerning injuries reported in this case the following ones were described in patient medical records: pregnancy with contraceptive device, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: follow-up 2 & 3 processed together. Pfs received. New events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and plaintiff did not undergo any confirmation test were added. New reporters, concomitant and historical conditions were added. Onset dates and outcome for events were updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of implant'), embedded device ('right side ,the essure coil was noted in the myometrium coiled up, but not in the fallopian tube (per mr)'), device expulsion ('essure coils noted within the uterus (per mr)') and pregnancy with contraceptive device ('she had a urine pregnancy test today and the result was positive (per mr)/ pregnancy (no complications)') in a 28-year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included visual disturbances, sinus disorder, pneumonia, tuberculosis, constipation, vaginal infection, headache, multigravida, grand multiparity ((B)(6) 2012, (B)(6) 2013, (B)(6) 2017, (B)(6) 2002, (B)(6) 2014, (B)(6) 2005, (B)(6) 2007) and miscarriage (1999.). Concurrent conditions included abdominal cramps, hyperparathyroidism, ovarian cyst, urinary tract infection (urinary tract infection in mother during first trimester of / unspecified infection of urinary tract in pregnancy, first trimester), skin laceration, syncope, headache, chills, heart racing, low bp, consciousness loss, dizziness, fainting and menorrhagia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera), metronidazole benzoate (flagyl) and terconazole (terazol). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("I have already had uti"), ovarian cyst ("a cyst on my right ovaries"), incision site pruritus ("incision site for me is itching a lot") and pain ("soreness"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair, lysis of a and operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, urinary tract infection, ovarian cyst, incision site pruritus and pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device expulsion, embedded device and pregnancy with contraceptive device with essure. The reporter considered device dislocation, dysmenorrhoea, incision site pruritus, menorrhagia, ovarian cyst, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepency:- insertion date-(B)(6) 2013. Removal date : as per mr : (B)(6) 2017 operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair, lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: result: positive. Concerning injuries reported in this case the following ones were described in patient medical records: pregnancy with contraceptive device, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received. Events: I have already had uti, a cyst on my right ovaries, incision site for me is itching a lot and soreness were newly added. Product information details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant"), embedded device ("the essure coil was noted in the myometrium coiled up, but not in the fallopian tube (per mr)"), device expulsion ("essure coils noted within the uterus (per mr)") and pregnancy with contraceptive device ("she had a urine pregnancy test today and the result was positive (per mr)") in a 28-year-old female patient who had essure (batch no: b27984) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included visual disturbances, sinus disorder, pneumonia, tuberculosis, constipation, vaginal infection, headache, gravida ii and parity 6. Concurrent conditions included abdominal cramps, hyperparathyroidism, ovarian cyst, urinary tract infection (urinary tract infection in mother during first trimester of / unspecified infection of urinary tract in pregnancy, first trimester), skin laceration, syncope, headache, chills, heart racing, low bp, consciousness loss, dizziness, fainting and menorrhagia. Concomitant products included ferrous sulfate, metronidazole benzoate (flagyl) and terconazole (terazol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with corneal resection and repair, lysis of a). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device expulsion, embedded device and pregnancy with contraceptive device with essure. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: discremptency: insertion date: on (B)(6) 2013. Removal date : as per mr: on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2013: result: positive. Concerning injuries reported in this case the following ones were described in patient medical records: pregnancy with contraceptive device, embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 17-apr-2019: mr received: reporters were added. Aka name was added. Lot number was added. Events-pregnancy, device ineffective, device expulsion and device embedded were added from medical record & event device dislocation was updated to device expulsion. Concomitant drugs & conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.